Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was used without the bacteria filter. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer had questions about the hygiene of the machine without the use of the bacteria filter. The remote service engineer (rse) informed the customer that they would have to send samples to the laboratory in order to determine if there were infectious or transmission risks or not if the device is used on another patient. The sampling can be done at the level of the patient tube and/or also at the level of the patient discharge. The rse also advised the customer that the only protection for the patient is the antibacterial filter. The customer acknowledged the rse's answers to their questions.

Manufacturer narrative:
Per good faith effort (gfe) response received, the customer passed the information on testing for the hygiene of the unit to their hygiene department to handle internally. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.